Manufacturer narrative:
Findings: unit received with operating currents with specifications. Unit passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The missed bolus reminder alerter and blood glucose reminder features were working properly. No unexpected low battery or weak alarms were noted. Unit received with cracked case at display. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Findings: unit received with operating currents with specifications. Unit passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The missed bolus reminder alerter and blood glucose reminder features were working properly. No unexpected low battery or weak alarms were noted. Unit received with cracked case at display.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.